Event description:
The customer called and reported the insulin pump screen was not readable. Customer stated when she tried to program the device, she noticed the numbers and letters kept going out. The customer stated she was running a temporary basal and was unable to cancel it. She removed the battery and the display went blank. The customer declined further troubleshooting. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.